Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker was not maintaining right ventricular (rv) pacing at the programmed lower rate limit of 60 bpm. The electrogram (egm) showed a ventricular rate of 38 bpm, consistent with the patient's intrinsic rhythm, with v sense markers. Intermittently, v pace events were noted, but after approximately one minute, the egm reverted to v sense with a rate of 30 bpm. The non-boston scientific leads showed acceptable impedance and threshold measurements in both unipolar and bipolar configurations. The physician elected to explant, replace, and return the pacemaker. The chronic leads were surgically abandoned and replaced as well. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.